Manufacturer narrative:
The reported event of low impedance was not confirmed, and reported event of stretched was confirmed. Visual inspection of the device found the helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomalies contributing to reported event of impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the ventricular leadless pacemaker (lp), it was noted that the lp exhibited low pacing impedance. It was then noted that the helix stretched. The lp was not used and a new lp was implanted. There were no patient consequences.